Manufacturer narrative:
Corrected data: h6-health effect- impact code: "4627" should be removed and "4629" should be added. Claim# (B)(4).

Manufacturer narrative:
Corrected data/ additional data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/+1.5/105 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vault, shallow ac,inflammation, iris chafing,pigment on icl, and medication was prescribed. Reportedly "vision is great and refractive outcome is very good. However, her ac in both eyes is quite shallow. Vault is high (approx 1500-2000 micron)" and "I have started a course of steroids to counter any mild underlying inflammation". It was reported that "the patient has had re exchange for a different lens" and "this was not straight forward and the patient had quite a bit of post-op difficulties but these seem to have settled now". H6: health impact code: "4627" should be added. H6: health effect- clinical code: "4581- shallow ac, iris chafing. Pigment on icl" and "1932" should be added. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D6b: unk. H6: health impact- clinical code: 4581 - iris rubbing; ache. H6: health effect impact code: 4644 - steroids. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+1.5/105 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. Shallow anterior chamber (ac) and excessive vaulting was noted. There was pigment on icl from pupil margin, so there may be iris rubbing. The patient complained of ache from time to time. The lens remained implanted. A course of steroids was administered. Post-op, the patients ocular discomfort has mostly subsided already. Additional information has been requested but none has been forthcoming.